Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after numbers were ramping up on their own during a bolus and the buttons stopped working. No significant events leading up to the alarm were recalled. The customer's blood glucose was 182 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.